Event description:
Damage was reported to the pump housing surrounding the usb port, which affected the ability to charge the pump. There was no adverse impact to the customer's blood glucose level. The customer planned to use a multiple daily injection therapy as a backup and a replacement pump was shipped by cts, with instructions for the customer to return the faulty pump.